Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. No additional service info was provided.